Manufacturer narrative:
Additional information: d10. G4, h2, h3, h6. One 8f fast-cath introducer sheath and dilator was received for evaluation. The hemostasis seal was microscopically inspected through the hemostasis hub cap. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes, along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation case, a blood leak was noted from the sheath. The sheath was replaced to complete the procedure with no consequences to the patient.